Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image was observed based on the results of the investigation. A root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a scope communication error e216, which resulted in static/rainbow noise on the screen. The event occurred during setup/inspection for use. There was no patient involvement.